Manufacturer narrative:
Attempts have been made to obtain the product; the customer indicated the product involved in this event would not been returned for an analysis. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported inaccurate spo2 readings. No consequences or impact to patient were reported.